Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital on (B)(6) 2020 for a scheduled pacemaker check. Upon interrogation, it was discovered that the device was in backup vvi operation. On (B)(6), the device was explanted and replaced. The patient was in stable condition following the procedure.